Event description:
It was reported that the insulin pump alarmed no delivery through the night. The insulin pump was not delivering insulin. The blood glucose reading is 397 mg/dl. Customer experiencing high blood glucose. Customer requested a new insulin pump; the current insulin pump is not working. The piston is not moving. No insulin is exiting the tubing and the insulin pump is not alarming. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.